Manufacturer narrative:
Device had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had partial display. The customer¿s blood glucose level was 5.9 mmol/l. Customer stated that the pump display was flashing. Customer reported that the display had solid white and also had beeping no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will not be returned for analysis.